Event description:
Additional information received reported the tip of the catheter was moved during deployment. The pipeline had difficulty opening.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pushwire was returned outside the phenom 27 catheter. However, the phenom 27 catheter was returned cut and the braid was stuck inside the catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. However, the catheter body appeared to be cut. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex braid was removed from catheter with difficulty. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the catheter appeared to be cut and braid was stuck inside the catheter. The pipeline flex and phenom 27 catheter were found to be damaged. From the damages seen on the pipeline flex braid (fraying), hypotybe (stretching), and catheter (cutting); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. However, the pipeline flex and phenom 27 could not be confirmed to have movement during delivery and catheter kick back. Possible causes include patient vessel tortuosity, high force delivery, incorrect braid sizing, catheter kick back, insufficient distal anchoring of braid and vasospasm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a large aneurysm in the ophthalmic artery segment of the right internal carotid artery (ica) using the pipeline embolization device-450-35, several issues occurred. The vascular access route was moderately tortuous, and during the deployment process when the distal end was not fully opened, the system slipped and herniated into the aneurysm. The surgeon attempted to reposition the system for over 30 minutes but was unable to advance it to the distal end. Concerned about potential complications, the system was removed. During the stent replacement process, the pipeline embolization device got stuck at the proximal end of the phenom27 catheter, which was kinked at the proximal location. The phenom27 was replaced, and the system was successfully repositioned for surgery. There was moderate friction of difficulty during delivery or positioning. The pipeline was not implanted. The pipeline missed the landing zone. The device did not jump during deployment. No additional steps were taked to secure the device. The pipeline was placed at least 3mm past the aneursym neck on each side. No side branches were covered by the pipeline. The tip of the catheter moved during deployment. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. Postoperative contrast agent retention was noted in the aneurysm. The baseline aneurysm was unruptured and sa ccular. The max diameter was 18.98mm and the neck diameter was 8.98mm. The distal landing zone was 3.88mm and the proximal landing zone was 4.65mm. Vessel tortousity was moderate. Dual antiplatelet treatment was administered, and the operation was completed succes sfully. No patient complications have been reported as a result of this event.